Manufacturer narrative:
Result: footboard lid was missing/broken with exposed sharp edges on the lid hinges.

Event description:
It was reported by service report that the footboard lid was missing and there were exposed sharp edges on the metal hinges. No pt involvement or adverse consequences were reported.